Manufacturer narrative:
This MDR is related to ge healthcare complaint number. Emergency stop button. The ge svc rep removed and replaced the button then checked operation. The machine works as intended.

Event description:
It was reported that there was a damaged emergency stop switch on the table.